Event description:
It was reported that patient underwent spinal surgery with instrumentation. The patient underwent revision surgery for unknown reason. A screw was explanted. The screw showed signs of corrosion.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional product information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.